Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
There was no on-site inspection by our field service engineer. According to provided information, the problem was related to turbine module. The turbine module generates compressed air and delivers air to the inspiratory gas. Our conclusion is that the turbine module was the cause of the failure. However, the root cause to why the part failed has not been established as the mentioned part was not returned for investigation. A correction of field # d1 brand name and # d4 version or model# was required. D1 ¿ brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air d4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000